Manufacturer narrative:
Device eval is anticipated, but not yet begun. Spacelabs has provided the customer a replacement and requested that the suspect device be returned to our facility for a detailed eval. Spacelabs is waiting to receive the device; we will forward additional info as soon as it becomes available.

Event description:
Spacelabs received a report that alleges that a telemetry monitor failed to alarm and the pt died.